Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a pyxibus cable. A field service engineer disconnected a row board cable from the drawer controller card. Clean connector then reconnected the cable and applied new ties at intervals between drawers to prevent damage. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device. Preventative maintenance was performed on the device.

Event description:
It was reported when using the pyxis medstation es system that it had a drawer failure where multiple pockets failed. The customer reported issue occurred while dispensing medication to patients. There were no adverse events or injuries reported based on this incident.